Event description:
It was reported that the ilet display became cracked and visually distorted, and a photo confirmed screen damage consistent with a hardware display failure that compromised water resistance and raised concern about ongoing functionality. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included device replacement and return of the damaged unit using the provided shipping label. Investigation included review of user report, photo assessment, and logistics tracking for the returned device. Investigation of this device revealed physical screen damage to the display component, aligning with a device component failure of the screen and a hardware problem category, with no evidence of therapy malfunction or data loss beyond the no transferability of therapy settings. Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.